Event description:
A severely calcified lesion in the lad was treated with rotational atherectomy and pre-stent angioplasty with multiple balloons, followed by stenting with 3 des in overlapping manner. A type ii perforation occurred but then progressed to a type iii perforation. Three pk papyrus stents were implanted but in the middle stent (3.5/20) a leak/tear was noticed. An additional pk papyrus was implanted which resulted in a complete sealing.

Manufacturer narrative:
After detecting the hole in the mid pkp, three additional pk papyrus stents were implanted in an overlapping manner. After subsequent balloon dilation the perforation was sealed successfully. Within 48 hours after the intervention a pericardial drain was placed due to a small pericardial effusion. The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Considering the description in the cathlab report, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Cutting of calcium through the stent). The treating physician rated the outcome as device- but not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.